Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the Sodium Electrode and the Chloride Electrode on a cobas 4000 c311 stand alone system. The sample initially resulted in a Sodium value of 100 mmol/L and a Chloride value of 94.7 mmol/L.The sample was repeated, resulting in a Sodium value of 142 mmol/L and a Chloride value of 104.2 mmol/L.

Manufacturer narrative:
The sodium electrode lot number was GEV and the chloride electrode lot number was FXB. The electrode expiration dates were requested, but not provided. The investigation is ongoing.MedWatch field E1 Initial Reporter Email Address - The email address was provided as (b)(6)